Event description:
It was reported that during a 24- hour tacrolimus infusion that was initiated on (B)(6) 2020 at 1924, the tubing set unintentionally disconnected and leaked blood on the patient's towel and floor. The event occurred 30 minutes after infusion initiated. It was noted that the injector/connector was still intact. Although requested, no additional information was provided.

Manufacturer narrative:
No product will be returned per customer. The customer complaint of tubing set unintentionally disconnected was confirmed. Photo provided by the customer holding the male luer in one hand and the other hand holding the optimal injector indicates were the IV tubing disconnection occurred. The root cause of this failure was not identified as no product was returned.

Manufacturer narrative:
Concomitant medical products: bd optima injector although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that during a 24- hour tacrolimus infusion that was initiated on (B)(6) 2020 at 1924, the tubing set unintentionally disconnected and leaked blood on the patient's towel and floor. The event occurred 30 minutes after infusion initiated. It was noted that the injector/connector was still intact. Although requested, no additional information was provided.